Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 17th june, 2023 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the unit had physical damage with missing particles to cover due to collision. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the unit had physical damage with missing particles to cover due to collision. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was being used for patient treatment or diagnosis when the event took place. According to the information provided, the damages detected on the light head cover were caused by a collision. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of d4 catalog #, d4 version or model # and unique identifier (UDI) # deems required. This is based on the internal evaluation. Previous d4 catalog # ard569201907. Corrected d4 catalog # blank. Previous d4 version or model # ard569201907. Corrected d4 version or model # ardpwt229061a. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) # (B)(4). The correction of d1 brand name deems required. This is based on the internal evaluation. Previous d1 brand name powerled ii. Corrected d1 brand name maquet powerled ii.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the unit had physical damage with missing particles to cover due to collision. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was being used for patient treatment or diagnosis when the event took place. According to the information provided, the damages detected on the light head cover were caused by a collision. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of d4 catalog #, d4 version or model # and unique identifier (UDI) # deems required. This is based on the internal evaluation. Previous d4 catalog # ard569201907. Corrected d4 catalog # blank. Previous d4 version or model # ard569201907. Corrected d4 version or model # ardpwt229061a. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) # (B)(4). The correction of d1 brand name deems required. This is based on the internal evaluation. Previous d1 brand name powerled ii. Corrected d1 brand name maquet powerled ii.

Event description:
Manufacturer's reference number (B)(4).